Event description:
It was reported that the customer had no delivery alarms for a week. Customer stated that they went to bolus and the alarm occurred. Customer primed the tube and on the third try, it went through. Customer stated that he went to eat and the issue occurred again. Customer's blood glucose level was 426 mg/dl. Customer treated with the pump. Customer stated that he also has syringes. Customer performed a fixed prime and the insulin did exit. Customer was unable to remove the set at this time. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.